Event description:
It was reported that the 9600+ system will "reboot itself". There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the interconnect cable, power cord, aux interface, 386 motherboard pcb and the atr com pcb. The system was tested and found to be working as intended and placed back into service.